Event description:
Underneath the lysis area were checked. There was no bleeding, and the tissues did not appear to be damaged. When the trochar was pulled out, it was discovered that there was a tiny hole in the middle of the shaft of the trochar (0.5cm in length and 0.5cm from the tip of the trocar). The patient was not injured.